Manufacturer narrative:
(B)(4). The carefusion technical support specialist instructed the customer to check the ribbon cable on the blender. The connection from this cable to the transducer communication alarm pcb was good but was disconnected from the blender pcb. The customer re-installed the cable and the ventilator is working good, the problem was corrected.

Event description:
The customer reported that they installed a gas delivery engine on the ventilator and the blender is not moving, it fails the fio2 calibration, and the external fio2 analyzer is reading 65.70% always regardless of the fio2 setting. The fio2 monitor is reading 54.0%. No patient involvement.